Event description:
It was reported the poly trial would not engage with porous 2 peg tibia. A second implant was used to complete the procedure. No patient impact or harm was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for the reported product. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. Complaints are monitored through monthly complaint review (reference (B)(4) ) in order to identify potential adverse trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.